Event description:
Additional information was received: 1. No patient details available. 2. There were no adverse consequences for the patient 3. All broken pieces were retrieved. 4. There is an angulation inside of the instrument where the piece belongs.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: updated pec to broken: fragment removed from wound.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :according to the information received, "event description of complaint (please supply specific details): small metal piece broke off (pictures of defect and piece). Where / when did the event occur? Intra - op. What action was taken/required to manage the problem during the procedure? With same like product. Was a patient involved: yes". The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a fragment of hinge of ant broach handle - r broken. The broken fragment was returned. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like impacting of the device before is fully seated. The overall complaint was confirmed as the observed condition of the ant broach handle - r would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that intra - op a small metal piece broke off the handle.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary according to the information received, "event description of complaint (please supply specific details): small metallpiece broke off (pictures of defect and piece) where / when did the event occur? Intra - op what action was taken/required to manage the problem during the procedure? With same like product was a patient involved: yes" the product was not returned to depuy synthes, however photos were provided for review. See attachment defect of 259807350, defect of 259807360, piece of 259807360. The photo investigation revealed that fragment of hinge of ant broach handle - r was broken. Review of provided photo shows that the fragment of the device's hinge was broken and separated from the rest of the part. The observed condition of the device was consistent with use of excessive force. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the ant broach handle - r would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.